Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer experienced low blood glucose level this morning. The customer's blood glucose level was 50 mg/dl. The customer gave them to much insulin and insulin pump was shut down due to which customer was not able to troubleshoot for low blood glucose. The customer stated that insulin pump fell off from pants and it got broken then fell into the toilet. The insulin pump shut off and exposed to moisture and also there was cracks at the battery compartment. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.